Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a loose pitch cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. Additionally, the version number was confirmed as -19, not -17 as previously recorded. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Images were provided for review and the intuitive surgical, inc. (Isi) failure analysis engineer (fae) found no obvious damage. The fenestrated bipolar forceps instrument is pitched downward.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) had a rotation defect. The procedure was completed with no reported injury.